Event description:
It was reported that the patient presented in clinic due to discomfort from extra cardiac stimulation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.